Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with normal output and telemetry communication. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. The device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient experienced no symptoms. It was noted that premature battery depletion was observed on the pacemaker, battery depletion was excessive. The patient was stable.